Event description:
Customer reported that the cartridge did not fit properly on the pump, causing difficulty with guide tracks. Blood glucose level exceeded 500 mg/dl, but specific value was unknown and displayed as ¿high.¿ no actions were taken by the customer to address the high blood glucose level. The customer reverted to an alternative method of insulin therapy.